Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake would hold but the brake casters would swivel. The casters should not swivel when the brake is locked. The technician adjusted the casters to repair the bed.